Event description:
A display issue was reported with the adc device. Customer reported a blank reader screen and being unable to obtain readings. As a result, customer experienced symptoms described as slurred speech and a loss of consciousness. Paramedics were called by a family member and upon their arrival, customer was administered intravenous glucose and juice for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.. All pertinent information available to abbott diabetes care has been submitted.